Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed an under insertion between the tubing and the luer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be operator error. As a corrective action, refreshment training was given to the involved operators on the insertion requirements.

Event description:
A customer reported to baxter (B)(4), a dehp free solution set in which a separation occurred between the luer and the tubing. According to the report, the alleged malfunction occurred when perfalgan was being infused on a patient. There are no reports pf patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.